Event description:
It was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, foreign matter (fm) was found inside of 2 tubes. Fm was also found on the outside of an unspecified number of tubes. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, foreign matter (fm) was found inside of 2 tubes. Fm was also found on the outside of an unspecified number of tubes. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 21-may-2024. H.6. Investigation summary: 19 samples and 3 photos were returned by the customer in support of this complaint. The evaluation of the photos confirmed the presence of foreign matter (fm) on the tube. Visual inspection of the samples confirmed there are white particles on the inside of the tube. Bd was able to confirm the customer¿s indicated failure mode (fm inside the tube and on the tube) with the investigation completed. The exact cause for the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.